Event description:
Event: (cc# 98-00844) after iabp for 48 hours, blood was noted in the tubing and the iab was removed. No second iab was inserted. On 1/21/99, datascope was notified that the iab was discarded and would not be returned for evaluation. On 3/8/99, datascope received the following information: the iab was inserted into the patient on 6/29/98 at 3:00 p.m. On 7/1/98 at 4:00 p.m., the iab leaked and the iab was removed. No second iab was inserted. The patient went on to expire on 7/23/98 at 5:00 p.m. The contact stated that the patient's death was not a direct consequence of the iab or iab therapy. [Event complications]: none from the event - reported 7/1/98, 3/8/99. [Patient's current status]: expired-rpt'd 3/8/99.